Event description:
The customer reported while preparing the subject device for use during a therapeutic laparoscopy, after switching on the power source an alarm was generated and the front panel display was turned off. The issue was not resolved after switching off and on the device. The intended procedure was completed using another device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (alarm was generated and the front panel display was turned off) was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the alarm and the front display panel not being displayed due to a failure of the main board. The specific root cause of the failure of the main board could not be determined at this time. Olympus will continue to monitor field performance for this device.